Event description:
It was reported that the patient¿s blood glucose level reached 26 mmol/l (468 mg/dl) while wearing the pod between 5 and 24 hours on the hip/buttocks. It was noted that the needle mechanism did not deploy as the pink slide did not move forward. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 2438 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure. The exposed portion of the soft cannula was observed to be torn. It could not be determined how or when this damage occurred.